Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty component on the interface board and was received with corroded battery cap contact, however passed the currents test, self-test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No a17, battery out limit alarm, display anomaly and audio or beep anomaly noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart and external ram crc error. Customer's blood glucose at time of incident was unknown. Customer checked alarm history and found unexpected restart and external ram crc error alarm. The unexpected restart alarm is recurring during normal pump use. The customer was advised that the device would be replaced. Customer was advised to monitor pump and that they may continue to wear pump until replacement arrives.